Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 01/02/2026, the patient noted a discrepancy between the cgm readings and the fingerstick blood glucose (fsbg) readings. The cgm displayed high glucose values (unspecified), while the fsbg readings were significantly different (unspecified value), indicating a mismatch between the two measurements. The patient reported that treatment decisions were not guided by accurate cgm data due to the elevated and inaccurate cgm readings. As a result of the event, the patient lost consciousness and was hospitalized. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.